Manufacturer narrative:
Manufacturing review: DHR review is not available because the corporate lot number is unknown. Investigation summary: although the sample was not returned for evaluation, twenty-four electronic photos were provided for review. The investigation is confirmed for broken extension legs, as the extension legs were separated from the rest of the device near the ¿a¿ and the ¿v¿ on the respective extension tubes. The edges of both separation surfaces appear straight, the angle of both separation surfaces appears to be the same and both separation surfaces do not appear to be perfectly circumferentially aligned. The cross-sections of both extension leg distal ends do not appear to be perfectly circular. Tensile damage in the extension legs was not observed in the photos and there was no blood residue observed on the device itself. However, the quality of the photos limited visual observation of the separation surfaces at the extension leg ends and the device in general. The definitive root cause could not be determined based upon available information. The separations occurred approximately at the same location on both extension legs and both extension leg separations appear to have occurred simultaneously, as the angle of both separation surfaces appears to be the same. Although the exact means by which the extension legs were separated from the rest of the device could not be determined, it appears likely that contact with a sharp edge/sharp instrument may have contributed to the separation of the extension legs from the rest of the device. It is unknown if maintenance and/or patient issues contributed to the separation of the extension legs from the rest of the device. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately five days post implant of a hemodialysis catheter the external tubes broke off leaving an open air catheter tube. The patient reportedly bled uncontrollably and subsequently expired.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the litigation process that approximately five days post implant of a hemodialysis catheter the external tubes broke off leaving an open air catheter tube. The patient reportedly bled uncontrollably and subsequently expired.